Manufacturer narrative:
(B)(4). Only event year known: 2017. Batch # p9135g. Additional information was requested but unavailable: what does misfired mean (as you reported device misfired during a procedure)? Did device jam? If not jammed, what was the specific issue with the device? Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and 2 malformed clips. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device misfired. A second like device was used to complete the procedure. There were no patient consequences reported.